Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an issues with air bubbles in the infusion set tubing and with filling the reservoir. The blood glucose reading was over 300 mg/dl, and after treatment with a bolus, it lowered to 280 mg/dl. The customer stated that he had an occurrence when he was not getting insulin as well. He stated that when he filled the tubing, he observed many air bubbles. He noted that when he tried to pull back the plunger to get the amount of insulin filled into the reservoir, the plunger would pull back up on its own. He stated that he changed the reservoir and infusion set, discarded them, and was now wearing another set. No issues were observed while using the new set. Advised the customer to monitor the new set and to call back if the issues recurred. Nothing further reported.